Event description:
Gave small electrocution [electric shock] charger caught a light- oral b power care [device catching fire] charger caught a light. Gave small electrocution- oral b power care [device physical property issue] case narrative: consumer via email stated that while plugging the charger into an outlet, the charger caught a light. No serious injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.